Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room on (B)(6)2024 due to bloody drainage from the driveline site. Log files were submitted for review and no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.